Event description:
Same case as: 2134265-2015-01365 and 2134265-2015-01366. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter to view an unspecified lesion. During procedure, it was noted that the motor drive unit (mdu) 5 plus suddenly stopped performing automatic pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition. The unit passed the functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the procedure was complete with another opticross¿ imaging catheter but with the same motor drive unit.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was complete with another opticross¿ imaging catheter but with the same motor drive unit.

Manufacturer narrative:
(B)(4).